Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information.

Manufacturer narrative:
D4 - device serial number was requested but not provided. Manufacturer's investigation conclusion: the reported event of a loss of external power event active on 18oct2023 was confirmed via analysis of the submitted log file. The heartmate mobile power unit (mpu) was not returned for analysis. The submitted controller event log file contained data spanning approximately 7.5 days (17oct2023 - 24oct2023 per the timestamp). The log file captured a loss of external power while connected to the mpu on 18oct2023 from 2:51:03 ¿ 2:51:06 and from 2:51:10 ¿ 2:51:13. During this time, the log file captured low voltage hazard and power cable disconnect, alarms due to the relative state of charge (rsoc) and bus voltage in both power cables measuring below the minimum voltage threshold. The alarms resolved when the rsoc and bus voltage was restored to its expected voltage threshold. Pump seed was not affected by the alarm as the backup battery was able to support the system. This event appears to be consistent with a loss of alternating current (ac) power; however, the cause is unknown. Multiple attempts were made to obtain additional information about the reported event such as the mpu serial number, if the mpu had a v-lock on the ac power cord, if the ac power cord came loose at the wall outlet or at the back of the unit, if there were any environmental circumstances that would have affected ac power at the time of the event, if the mpu was exchanged/removed from service, and if the mpu will be returning for analysis; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for review. The event log file captured low voltage hazard events on 18oct2023 at 02:51 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. There were no unusual events captured in the event log file.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.